Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding the rate of quality check (B)(4) obtained while testing pt samples on I-stat pt/inr cartridges. The customer observed the following: r12069c - unk rate of (B)(4); r12055a - 3 out of 10 cartridges result (B)(4). Additional verification of lot (r12069c) by the customer generated nine (9) more (B)(4). Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Lot r12069c, manufactured 03/2012, expires 08/28/2012.